Event description:
Attorney reported: in 2006 - the pt underwent a ventral hernia repair procedure with placement of a ventralex mesh patch. In 2008 - the pt underwent surgery to address chronic infection in the area around the mesh patch surgical wound. The surgeon noted the presence of severe and extensive infection, adhesions and scarring by the mesh. The mesh was explanted. On approx six months later - the pt underwent surgery for a partial bowel resection due to recurring hernias, chronic adhesions, chronic infections and chronic abdominal pain. Two months later - the pt underwent surgery for a partial bowel resection due to recurrent hernias, chronic adhesions, chronic infections and chronic abdominal pain.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for eval or additional info becomes available.